Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular (rv) lead. Subsequent programming interventions were made, and high voltage therapy was disabled. The patient was discharged.